Manufacturer narrative:
The reported event was confirmed during the battery pack device evaluation.

Event description:
The user facility reported that the device's batteries were smoking during a procedure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
The user facility reported that the device's batteries were smoking during a procedure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.